Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the access 2 immunoassay system for two patients. Customer tested a sample for accutni and obtained a result of 63 ng/ml which repeated at 0ng/ml. A sample obtained from another patient when tested gave a result of "approximately 40ng/ml." Another sample was obtained from this patient and tested upon which it gave a result of 0ng/ml. The erroneous results were not reported outside of the laboratory. It is unknown if there was an affect to patient or user with regards to this event.

Manufacturer narrative:
Samples were drawn into lithium heparin tubes. Patient sample 2/1 was a short draw. Cts (customer technical service) discussed appropriate sample handling with the customer. Qc was run after the event which resulted out of specifications high. Customer stated to cts that a reagent carousel motion error was posted to the event log after the event. Actual event log was not supplied. A field service engineer (fse) went on-site in 2008: fse performed a preventive maintenance (pm). Fse ran diagnostic testing. Fse verified repair per established procedures and results met published performance specifications. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.